Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device functioned in relation to the reported downstream occlusion alarms which were not reproduced during evaluation. No correction is required. Downstream occlusion alarms were verified through a review of the event history log by the presence of "downstream occlusion!" Alarms. However, the log cannot be used to distinguish true and false alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarms. There was no patient involvement. No additional information is available.